Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a complaint where it was reported that on sara 3000 there was an incident involving not fastening the leg straps. Complaint decided to be reportable in abundance of caution, based on the potential of patient injury if the incident would recur - resident fell from the sling.

Manufacturer narrative:
Arjohuntleigh received a customer complaint (B)(4) where it was reported that resident fell to the floor from sling while using maxi move floor lift (manufacturer report number:9681684-2016-00067). In order to understand the circumstances of the event and establish the cause of reported complaint, arjohuntleigh company representative visited the (B)(6) extended care customer on (B)(6) 2016. During interview with the customer facility representative, it was reported that "the other injury involving the sara 3000 was reported to me as an incident involving not fastening the leg straps." Despite our attempts made to clarify the alleged adverse event, the user facility was unable to provide any additional information regarding initially alleged "(...)incident involving not fastening the leg straps". They were unsure about where the injury occurred and of which sara 3000 was involved. It was only confirmed that the claimed issue was not caused by fault of device or leg strap. When reviewing similar reportable events registered for sara 3000 and similar active lift: excelsior, in the last 5 years (awareness date between 2012-mar-01 to 2017-mar-03), we have found any similar complaint directly related to not using the leg fixation strap. Above complaint is single issue. Sara 3000 is designed to approach the resident from the front with the lift. The lift should be carefully pushed toward the resident to enable full lower leg contact with the knee support and position patient's feet on the foot support plate. The lifting procedures could be initiated only when the resident's feet remain in full contact with the foot support. It needs to be emphasized that the sara 3000 standing hoist is equipped with legs straps - accessory used to ensure the lower parts of the residents legs stay close to the knee support. They pass around the knee supports, then around the resident's lower calves. To fasten caregiver should click the strap into its socket as with a seatbelt and ensure that the straps are firm but comfortable for the resident. It is an additional feature and even without it the device can be used as intended in a safe manner. The intended use and use instructions per the IFU informs the user step by step how the lifting procedure shall be performed and how to apply the leg fixation straps around the resident legs. Once the straps are correctly applied it is not possible for them to detach / came loose or in any other way pose a risk to the resident. In addition, transfer with using sara 3000 device shall always be performed under supervision of trained personnel "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." (IFU kkx81010m rev.12) what is more before every use caregiver obligation is to "visually check exposed surfaces for damage, sharp edges, etc." If any problem occur before the use, the device should be excluded from use. In summary, the device was being used at the time of the event and played a role in the reported incident. From this evaluation it would appear most likely that the alleged event might only result from using the device not in accordance to the IFU. Note that the customer was visited and interviewed by a local arjohuntleigh representative on 23th nov 2016. At that time no device deficiency was found and from that perspective the system was up to specification at the time of the issue. We find this complaint to be reportable to the competent authorities in abundance of caution, due to alleged "incident involving not fastening the leg straps".

Event description:
Arjohuntleigh received a customer complaint (B)(4) where it was reported that resident fell to the floor from sling while using maxi move floor lift (manufacturer report number:9681684-2016-00067). In order to understand the circumstances of the event and establish the cause of reported complaint, arjohuntleigh company representative visited the (B)(6) extended care customer on (B)(6) 2016. During interview with the customer facility representative, it was reported that "the other injury involving the sara 3000 was reported to me as an incident involving not fastening the leg straps." Despite our attempts made to clarify the presumed incident, the user facility was unable to provide any additional information regarding initially alleged "(...) Incident involving not fastening the leg straps". They were unsure about where the injury occurred and which sara 3000 was involved. It was only confirmed that the claimed issue was not caused by fault of device or leg strap.